Manufacturer narrative:
Additional information (06-apr-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer. The customer performed maintenance procedures as part of normal troubleshooting for events of this nature. Quality control was processed post maintenance and was within the laboratory acceptable ranges. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00111 was filed on 05-apr-2023.

Event description:
Four 4 discordant falsely elevated sodium na results were obtained on four 4 patient samples on a dimension® exl¿ with lm integrated chemistry system. The falsely elevated results were reported to the physicians and were not questioned. The same samples were reprocessed on an alternate dimension vista system located at another site. The reprocessed results were lower than the initial results, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium na results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center rsc regarding falsely elevated sodium na results obtained on patient samples on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.